Event description:
Patient complains of refractory symptoms. Patient states she has enterra therapy and states "overall it's not really working." She states her battery died and symptoms got worse last month. She is a patient of (B)(6) and goes for replacement surgery on (B)(6) 2025 per patient. She was previously a patient of(B)(6) g and her last replacement surgery was (B)(6) 2023. The patient stated (B)(6) told her she can do more adjustments to the device settings.